Event description:
Customer reported patient with severe dry eyes. Patient has better than 20/20 visual acuity in both eyes but complaints of dryness at work. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. There was no loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Eye are severely dry and painful. Patient uses artificial tears all the time.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(6) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Placeholder.